Manufacturer narrative:
The unit was triaged and the complaint of no audio was verified as it was duplicated with no sounds during testing. A physical analysis was performed on the unit. The unit was powered on by battery alone then the unit was connected to an ac cable and powered on. Checked the volume control for the buzzer and turned it to maximum. The pcb was removed and examined under a microscope. This unit was found to have a component of the pcb to be damaged which did not allow the buzzer to receive signals for audio alarm initiation. A formal corrective and preventative action investigation has been initiated to address this issue. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The unit was returned for back to stock. Upon triage the unit was found to have no audio.